Event description:
It was reported to philips that the system was unable to start. The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use. The philips remote service engineer (rse) examined the system remotely and confirmed the system was unable to start up. After reviewing log file, rse found issue with flex vision pc booting. Upon troubleshooting, onsite visit fse verified that the existing hard drive (hdd) was incompatible with the new 12nc pc, that a pc with the old 12nc was needed. To resolve the problem, customer replaced the flex vision pc using the old hdd and return the part for further analysis, but no failures were found. After replacing flex vision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.